Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs, perforation (right fallopian tube), migration of essure device (coils outside the tube on MRI)/ malposition of essure device"), device breakage ("fracturing of the implant") and pelvic infection ("pelvic infection") in a 26-year-old female patient who had essure (batch no. 625899, 625899) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included incision site pain, postpartum state, depression, migraine, hiatal hernia, esophageal reflux and burning sensation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and back pain ("back pain"). On (B)(6) 2008, 6 months 16 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection/ vaginal infection"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant), surgery (to remove the essure implant) and surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, abdominal pain lower, back pain, migraine, headache, vaginal infection and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, fallopian tube perforation, headache, migraine, pelvic infection, pelvic pain and vaginal infection to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2008, (B)(6) 2016. Four coils were seen on the right and 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: failed essure tubal occlusion on right tube. Nuclear magnetic resonance imaging - in 2008: migration of essure device -coils outside the tube essure confirmation test(s) conducted: unilateral occlusion (left tube occluded) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received. Concomitant condition was added. Event infection replaced with vaginal infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs, perforation (right fallopian tube), migration of essure device (coils outside the tube on MRI)") and device breakage ("fracturing of the implant") in an adult female patient who had essure (batch no. 625899, 625899) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included burning sensation and postpartum state. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and back pain ("back pain"). On an unknown date, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain lower, back pain, migraine, headache and infection outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, fallopian tube perforation, headache, infection and migraine to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2008, (B)(6) 2016. Four coils were seen on the right and 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: failed essure tubal occlusion on right tube. Nuclear magnetic resonance imaging - on an unknown date: migration of essure device -coils outside the tube. Essure confirmation test(s) conducted: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received: new reporters, patient demographic information, lot no, concomitant disease, event perforation updated to fallopian tube perforation, new events migraine, headache and infection added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs, perforation (right fallopian tube), migration of essure device (coils outside the tube on MRI)/ malposition of essure device"), device breakage ("fracturing of the implant") and pelvic infection ("pelvic infection") in a 26-year-old female patient who had essure (batch no. 625899) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included incision site pain, postpartum state, depression, migraine, hiatal hernia, esophageal reflux and burning sensation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and back pain ("back pain"). On (B)(6) 2008, 6 months 16 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection/ vaginal infection"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant), surgery (to remove the essure implant) and surgery (salpingectomy (bilateral removal of fallopian tubes) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic infection, abdominal pain lower, back pain, migraine, headache, vaginal infection and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, fallopian tube perforation, headache, migraine, pelvic infection, pelvic pain and vaginal infection to be related to essure. The reporter commented: date(s) of removal: 0(B)(6) 2008, (B)(6) 2016. Four coils were seen on the right and 1 coil on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: failed essure tubal occlusion on right tube. Nuclear magnetic resonance imaging - in 2008: migration of essure device -coils outside the tube. Essure confirmation test(s) conducted: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2008. At the time of the report, the perforation, device breakage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.